Event description:
Device malfunction: none. Symptom/ae: stroke. Time of symptom/ae: five days post procedure. It was reported that the patient underwent a stenting procedure in the right internal carotid artery in 2007. Five days later, the patient awoke from a nap with numbness on the right side of his face. The patient called the physician's office and was directed to call the emergency department. The patient was admitted the next day for observation/evaluation after MRI showed acute small focal bilateral parietal infarcts. His condition improved and he was discharged home that day. No additional information is available. Study event.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.